Event description:
The complainant has reported that a pt (age and gender unknown) underwent a therapeutic egd with replacement of a duodenal wallstent. The unistep wallstent could not fully deployed due to the stent breaking in half. The clinician was able to retrieve the device. The procedure could not be completed. The pt condition was reported as fine.